Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the rca. A euphora balloon was also used for pre-dilation and a nc euphora balloon was used for post-dilation during the procedure. Approximately 1 month post procedure the patient presented with acute melena, weakness and presyncope and had suffered from acute gi bleeding due to small bowel arteriovenous malformation. A push enteroscopy revealed mild gastritis and small bowel arteriovenous malformations (avms). The event was treated with medication and a blood transfusion. The avms were cauterized for bleeding and clipped with excellent hemostatsis. The patient recovered. The patient was taking dual antiplatelet therapy within 24 hours prior to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.